Event description:
It has been reported that the device did not deliver a shock after the voice prompt advising a shock was necessary during a patient use event. The patient died after arriving at the hospital.